Event description:
It was reported to philips that the device was returned from the repair center on (B)(6) 2021 after maintenance was performed. The response to touch is poor as to the right half of "information message" displayed on the upper right part of the display. The device was not in clinical use at the time of the event. There was no delay to therapy caused by the issue above. There was no report of patient or user harm/impact. A philips service technician evaluated the ventilator and confirmed the touchscreen had a failure. The philips service technician could not resolve the issue by calibrating the touchscreen, so the touchscreen was replaced to resolve the issue.

Manufacturer narrative:
B4:14jul2021. The touchscreen was returned for failure analysis. Visual inspection of the touch screen assembly revealed no evidence of damage or contamination. Electrical testing passed. The customer's complaint verified "informational message arrows" intermittently failed. A fault is found on this returned touchscreen assembly. This failure was caused by the manufacturing process leaving dead spots on the screen.